Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: UDI number is known, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device manufacture date: unknown as serial number was not provided. (B)(4). Device evaluation: the complaint sample was not returned to the manufacturing site; therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to serial number cannot be performed since the serial number is unknown. Conclusion: since no sample was returned and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that capsular bag broke during implantation of a model dcb00 intraocular lens(iol) into patient's left eye. Additional information was received stating that lens was fully inserted and removed in the same procedure. A vitrectomy, incision enlargement, and sutures were required. Medication was also prescribed to the patient. A 35 minute delay in procedure was noted. The patient outcome has been mentioned as temporarily impaired. No further information provided.